Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission, the pulse generator exhibited ventricular noise. The patient would be scheduled for isometric testing and reprogramming. The patient would be monitored.